Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil anchor broke. It is unknown if it occurred inside or outside of the patient. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H2: additional information on a1, a2 and a3.

Manufacturer narrative:
H2: additional information in b5. H11: corrected information in h6 (health effect - impact code).

Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil anchor broke. All the broken pieces were removed from the patient using tweezers. The procedure was completed with non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The current status of the patient is good.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual evaluation showed that the device was returned in original packaging with the batch number of the complaint on the label. The anchor was not returned. The suture threads/tails were returned off the device. There is bio debris on the device. No other deficiencies are visible. A material assessment could not be performed as the part in question was not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil anchor broke. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5, e1, e2, e3 and g2.